Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn, blisters, pain, discomfort, erythema, wound secretion as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day (B)(4) and 30-day FDA reportability.

Manufacturer narrative:
The physician assessed the event blister to be associated to the product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): this follow-up report was being submitted to amend previously reported information. The date of onset of the event wound secretion was updated from (B)(6) 2015. Company clinical evaluation comment: based on the information provided, the events thermal burn, blisters, pain, discomfort, erythema, wound secretion as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow--up 10-day EU and 30-day FDA reportability. Follow-up ((B)(6)2015): new information received from a contactable physician included relevant medical history, past product use, concomitant medications, reaction data (description of the event the "blister was on the back, approximate size 1/2 x 1 x 2 wide blister", treatment, and causality assessment).

Event description:
Used the thing on her back and got burnt really bad [thermal burn]. Sore and blistered across my back/a lot more blisters there [blister]. Sore and blistered across her back/lower back was hurting really bad [pain]. Very uncomfortable [discomfort]. Area looked red [erythema]. It is oozing/ bandaid was all oozy [wound secretion]. Did not check until she removed it [device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) years old female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number l38559, expiration date dec-2017, upc number (B)(4). On (B)(6) 2015 for the first time from 11am until 5pm for lower back pain. Medical history included ongoing parkinson's disease but not on any medications yet, every once in a while she has a tremor, but not all the time. Heart disease- has a racing heart thing, indigestion, have had both knees replaced because of arthritis, no current skin conditions, she had eczema when she was real little, but she outgrew it. Concomitant medication included metoprolol for a heart issue where her heart races. She also takes something for indigestion that is prescribed by her doctor. On (B)(6) 2015 one wrap applied over shirt to lower back. She had it on almost all day, from 11am until 5pm, did not check until she removed it at 5pm. Her lower back was hurting really bad. She is sore and blistered across her back. She did not think it would burn if she had something underneath the wrap. She had her shirt under the wrap. Now she is very uncomfortable, but she did not feel anything while the wrap was on. She took it off and the area looked red. Her son took her out to dinner that night and looked at the area after dinner. She was sore and cannot see the area herself. She can only say how it feels and feel the area with her hands. He said it looked bad. The next day on (B)(6) 2015, it got worse. She has been putting stuff on it for burns from the drug store. She is planning to call her doctor if it was not any better. She is sore and blistered across her back. On the morning of (B)(6) 2015, her husband put the burn stuff on the area and bandaids over the top of it. It needed something over the top to keep it from touching her clothing. Her husband states the area is still bad. It was oozy and the bandaid was all oozy when he removed it. She feels like there is more blisters there. Her husband noted a lot more blisters there now this morning than there was at the beginning. Patient has medium skin tone, has no sensitive skin, have not used anything else heat products previously for pain relief, not sleeping while wearing the product, wearing t-shirt under it, attached the adhesive to clothing; not wearing a snug waistband/belt or similar or otherwise applied pressure over the area; not engage in exercise while using the product; read the usage instructions on thermacare before you used the product; no lotion applied to the skin; not consult a healthcare professional for the problem. Therapeutic measures were taken as a result of used the thing on her back and got burnt really bad. The action taken for thermacare heatwrap was permanently discontinued on (B)(6) 2015. The events were not resolved.